Event description:
While analyzing blood samples, the potassium results from an abl837 blood gas analyzer were 0.5mmol/l lower than the results for the same patients on two reference devices. The quality control (qc) results did not trigger any alarms. Comparison was performed between potassium measurements from blood gas analyzers of type abl835, abl837 as well as beckman dxc600i. The abl835 and the beckman dx600i correlated well. There has been no allegation of death or injury.

Manufacturer narrative:
The evaluation performed consisted of analysis of data provided by customer. Conclusion of evaluation: reference membrane in crea instruments are damaged due to prolonged exposure to fluids, resulting in devices performing outside analytical specifications. Replacement intervals recommended in labeling is to be changed to the following: for an average of 40 samples or less per day, replace reference membrane after 2 weeks. For an average above 40 samples per day, replace reference membrane after one week. When the reference membrane is replaced according to the schedule above, opposed to after a month as recommended in the labeling, the membrane then performs according to specifications.